Manufacturer narrative:
No sample has been returned for evaluation for the report of product fit; therefore, the condition of the product could not be verified. A review of the related device history records for the possible lot numbers indicates that the product was processed and released according to the product's acceptance criteria. Because a sample was not returned and the device history record review of the possible lot numbers provided indicated the product was processed and released according to the product's acceptance criteria, the root cause for the customer complaint issue cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported issues with the trocars contained in a vitrectomy pak during a 23g vit-ret surgery. The trocars came out when the surgeon tried to remove the instrumental from the eye. Surgery went from being a minimally invasive surgery to almost a 20g surgery. At the end of the surgery the surgeon had to make stitches. The issue caused a 38 minute delay in the surgery. Per the doctor the patient has not had any problems. No hospitalization, treatment or unplanned surgery was required to solve the event. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: no trocar was returned for coming out when instruments were removed.no lot number was identified with this complaint; therefore, a lot history review could not be conducted.the root cause for customer complaint issue could not be determined.